Manufacturer narrative:
Siemens reviewed the data files provided by the customer. The two samples in question were run immediately after the system experienced a power-reset (por) 22 minutes prior, and the system was in retro-calibration for both samples, as expected coming out of mcart re-initialization. During this period, the sensors may be stabilizing, particularly the gas sensors. It is unclear why the system had been powered down that morning (as it was also the day prior). The definitive root-cause for the differences in values between the two separate draws from the same patient is unknown. Pre-analytical factors such as air bubbles, saline dilution, insignificant mixing may affect results particularly in gases, thb, and analytes and may have been a partial influence in the differences observed.

Manufacturer narrative:
Siemens has requested additional information to properly assess this event several times. Very limited information has been provided by the customer. The r1 files have also been requested. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 between the initial and repeat results. There was no report of injury due to this event.